Manufacturer narrative:
Patient age, patient weight, device brand name, catalog number and lot number unknown/ not provided.

Event description:
It was reported that unknown abutment screw fractured inside the implant ((B)(4)). Dr. Could not remove the fractured screw parts so they had to remove the implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One osseotite implant was returned for inspection. A visual inspection revealed large signs of wear at the top portion, and the threaded region is destroyed on one side. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.